Event description:
The customer observed false reactive alinity I toxo igg results for two pregnant patients. The results were reactive, around 50 iu/ml and 120 iu/ml for two different patients. The customer stated that the results on another alinity were also reactive. Not confirmed with avidity or ift test. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p45 that has a similar product distributed in the us, list number 7p45-40 / 7p45-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the likely cause lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 47081be00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. The overall performance of alinity I toxo igg reagents in the field was reviewed using data from customers worldwide. Median value(s) for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg assay was identified.

Event description:
The customer observed false reactive alinity I toxo igg results for two pregnant patients. The results were reactive, around 50 iu/ml and 120 iu/ml for two different patients. The customer stated that the results on another alinity were also reactive. Not confirmed with avidity or ift test. No impact to patient management was reported.